Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. The implant stopped working. Further information was requested and not yet received. A supplemental report will be filed after additional information is received or upon completion of product analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. The implant stopped working. Further information was requested and not yet received. A supplemental report will be filed after additional information is received or upon completion of product analysis.